Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief from their spinal cord stimulator (scs) device. The patient underwent an scs explant procedure. No further information was obtained.